Event description:
A company representative reported that a 48-year-old male patient received delivery of a dental appliance on (B)(6) 2026. On (B)(6) 2026, the patient reported the following complaint: when removing his device, his crown on the right back molar came off, the patient discontinued use of the device on the same day, (B)(6) 2026. No permanent injury was reported and no additional medical or surgical procedures were required. It is unknown whether the device was replaced or whether the cleaning and storage instructions were followed. The reporter's office location is in los angeles, california.

Manufacturer narrative:
The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: comp-(B)(4).